Event description:
Esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy tube placement. Pt with dementia and aphasia, in need for enteral nutrition. An olympus gastroscope was inserted into the oropharynx. The esophagus was intubated in routine fashion. The sheath for the trocar split/broke. A new microvasive endovive safety peg kit was being used. There was no injury to the pt. The sales rep picked up the item, before it was examined by biomedical services.